Manufacturer narrative:
(B)(4). The device history record of the product 332608 batch number 74l1601619 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. All materials used during the assembly met current specifications. The device history review shows that the product was assembled and inspected according to specifications. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the scope broke during insertion.

Manufacturer narrative:
(B)(4). DHR review was performed and documented as code 332608 braasch bulb ureteral 4f/8f on the previous complaint report with no findings. 1 sample was received in a bag. Signs of use are observed since a disinfection tag is present and the sample was not received on its original package. During visual inspection it was observed that the sample received belongs to code 334108 cone tip ureteral 8f instead of code 332608 braasch bulb ureteral 4f/8f as it is described on the complaint. Sample of code 334108 cone tip ureteral 8f was received without the component 34021rm-nl (pe adapter). Also, it was observed the component 34045rm-nl 8fr cone tip with a kind of glue residues on it. In addition, during inspection it was found blocked tube possibly caused because the sample has been use. No other issues were found. Pull test was performed as code 334108 cone tip ureteral 8f. Sample received belongs to code 334108 cone tip ureteral 8f instead of code 332608 braasch bulb ureteral 4f/8f as it is initially reported. During visual inspection it was found the component 34045rm-nl 8fr cone tip with a kind of glue residues on it and the tube was found blocked due the use. However, no major issues were found during dimensional & pull test inspection. The root cause for the condition reported could not be identified. Customer complaint cannot be confirmed since the received sample was inspected and no broken issues were found related to the reported issue. Sample received belongs to code 334108 cone tip ureteral 8f instead of code 332608 braasch bulb ureteral 4f/8f as it is initially reported. However, the personnel of the assembly line were notified on (B)(6) 2019 for awareness.

Event description:
It was reported that the scope broke during insertion.